Event description:
The customer reports false positive architect total b-hcg assay results for one patient. On (B)(6) 2012 an architect result of 341.06 miu/ml was generated. On (B)(6) 2012 this same sample generated a result of 614 miu/ml. The sample was then tested on another architect analyzer in the lab and generated a result of 700 miu/ml. Controls had been within specifications on all runs. The sample was then tested with two different non-abbott methodologies and both platforms generated negative results. The sample was once again tested on the architect platform and generated results of 563.38 and 564.94 miu/ml on (B)(6) 2012. This patient also had elevated fsh and lh results with no clinical evidence of any tumors. The patient's physician diagnosed menopause for this patient's clinical presentation. There is no further impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
No returned material was available from the customer site for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect total b-hcg assay lot 14907jn00 is currently being monitored as part of the architect total b-hcg stability program. Analysis of testing data for architect total b-hcg assay lot 14907jn00 determined that since manufacture of this product all requirements have been met. The architect total b-hcg package insert (49-3364/r3) contains information to address the customer's current issue. Based on the present product evaluation results, it is concluded that the architect total b-hcg assay is performing acceptably and within label claims. No product deficiency was identified. Additional information from the customer site indicates that the patient is a (B)(4) female on no type of medication. Control values generated: low = 27.31 miu/ml (mean = 25 miu/ml); medium = 760.17 miu/ml (mean = 750 miu/ml); high = 7986.97 miu/ml (mean = 5000 miu/ml). The sample type for testing is serum. Results of manual dilutions: 1:2 = 268.5 miu/ml; 1:4 = 151.92 miu/ml: 1:6 = 176.82 miu/ml; 1:10 = 148.1 miu/ml. Analysis of these dilution results indicates the presence of a non-linear relationship. For consideration in some cases, samples that contain interfering substances exhibit nonlinear results when diluted.